Manufacturer narrative:
Additional information/correction: a2: age at time of event, a2: age units (patient), a3: sex, a5b: race. Additional information was added to d10, h3, h4, and h6. H10: one (1) actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample was functionally tested, including pressure testing and blockage testing, and primed. The device was found to prime and flow normally with no leaks noted. The reported condition was not verified. The device was determined to be conforming product. The second sample was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two clearlink system y-type blood/solution sets were leaking. After 5 minutes of platelet infusion, the set was observed to be leaking at the distal end of the tubing just above the luer lock. The customer attempted to resolve the issue by replacing the set and spiking a second bag of platelets; however, the leak was observed again at the distal end of the tubing just above the luer lock. The platelet transfusion was completed without difficulty after the set was changed again. There was no patient injury or medical intervention associated with this event. No additional information is available.